Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer's blood glucose value was unknown. Customer reported he got off pump therapy over a year ago due to work related issues also confirmed his pump buttons were harder to push and would stick. The device will not be returned for analysis.